Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer states: in the final cine run, the ivus catheter and guide wire were seen being removed together. This may be consistent with the devices being stuck together. Ivus catheter and guide wire removed together, possibly locked together. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It is possible that the buildup of blood and/or contrast on the guide wire contributed to the reported difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated . The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht pilot 50 guide wire was advanced to the target lesion. An intravascular ultrasound (ivus) imaging device was then advanced over the guide wire; however, the guide wire and ivus became connected/stuck together while in the patient anatomy. Both devices were removed from the patient anatomy as a single unit. A new ht pilot 50 guide wire was used to successfully complete the procedure. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.